Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure on a male pt. According to the complainant, the stent became stuck inside the working channel during advancement of the device through the scope. The physician could not remove the stent system; therefore, the stent system and the endoscope were removed as a unit. The procedure was aborted at that time. The pt was rescheduled and a stent was placed successfully in 2009. The pt's condition at the conclusion of this procedure, was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will abe filed.